Manufacturer narrative:
Reader mbma234-j2908 has been returned and investigated. A visual inspection of the returned reader revealed damage to the usb port. The reader did not power on when the button was pressed, with insertion of retained test strips or when the usb cable was inserted. Due to the damaged usb port, the customer was unable to charge the reader, which resulted in a blank screen when the battery died. As a result, it was found that this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre 2 reader due to the reader "not charging anymore" even after using different cable. Customer experienced symptoms of hypoglycemia and a loss of consciousness and required treatment with food provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre 2 reader due to the reader "not charging anymore" even after using different cable. Customer experienced symptoms of hypoglycemia and a loss of consciousness and required treatment with food provided by a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre 2 reader due to the reader "not charging anymore" even after using different cable. Customer experienced symptoms of hypoglycemia and a loss of consciousness and required treated with food provided by a healthcare provider. There was no report of death or permanent injury associated with this event.